Event description:
A report was received that the patient's stimulation was no longer working and the patient was not able to charge the implant, after losing weight (not device related). The patient underwent a revision procedure and had the devices replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device was fully charged after two charge cycles without any issue. However, the recent charge attempts at the patient site encountered charge difficulties; low charge current and frequent charge interruptions, which are the characteristics of misalignment with the patient's charger and/or poor air ventilation. The device exhibited normal device characteristics. Visual inspection of the explanted leads showed that they were cut and the distal ends were discarded by the medical facility. The damage done to the leads is consistent with damages done during the explant procedure and not considered a failure.

Event description:
A report was received that the patient's stimulation was no longer working and the patient was not able to charge the implant, after losing weight (not device related). The patient underwent a revision procedure and had the devices replaced. The patient was doing well following the procedure.